Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their iphone 8 with ios operating system version 16.6. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and as a result, the customer experienced disorientation and a loss of consciousness. The customer was treated with food and oral glucose by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarm with the freestyle librelink application. Successfully scanned and received glucose readings using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their iphone 8 with ios operating system version 16.6, app version 2.10.1.7653. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and as a result, the customer experienced disorientation and a loss of consciousness. The customer was treated with food and oral glucose by a non-healthcare professional. There was no report of death or permanent injury associated with this event.